Manufacturer narrative:
Due to required information has not provided by the patient, an internal investigation can not be completed. Pmt will contact the clinic to obtain required information. An internal investigation will be conducted using the information. Batch record, qc test reports, and qc final inspection review check list will be analyzed to check that the product was released within final release specifications. Pmt medical director will be obtained.

Event description:
Tuesday, on (B)(6) 2023: a patient has reported an adverse event through pmt answer/connect. According to the report, the patient was treated with revanesse product, the variant and lot# were not provided. The patient narrated that she experienced lumps and puffiness soon after. Tuesday,on (B)(6) 2023: pmt contacted the patient for more information. The patient confirmed the reported adverse event. The patient will have a follow up appointment with a clinic on thursday on (B)(6) 2023 and will send prollenium more details about the revanesse product type and some images. Pmt has requested the patient send the information to the email (B)(6). Thursday, on (B)(6) 2023: the patient sent pmt an email and mentioned the following items: 1. After consulting with the doctor of the practice, the patient feels reassured and has better understanding of products used effects of receiving both botox and revanesse versa. 2. The adverse event will be treated with over-the-counter allergy medication. 3. The patient has requested prollenium to disregard the complaint as the patient is going to work to resolve the adverse events with the spa physician. Internal ccr : (B)(4).